Manufacturer narrative:
Product analysis: at analysis the device failed its "pace pulse noise" at final functional testing and it was determined that its main printed circuit board was out of electrical specification. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned in accordance to instructions affiliated with a field corrective action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on the automated test console. Failed pace pulse noise at 174.4 mvpp, acceptable range is between 0 to 150 mvpp. Powered up on the bench and observed with an oscilloscope using a 500o load. Measured pace pulse noise at 64 mv. No logging data was available. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.